Event description:
It was reported that the catheter broke at the pump connector, the cause was reported as unknown. It was also unknown if troubleshooting or diagnostic testing occurred. The issue was resolved with a revision and replacement. The pump was also replaced but there were reportedly no alleged issues with the pump as there were not detected issues upon interrogation. It was unknown if the patient experienced any symptoms. At the time of the event, the patient's status was reported as alive-no injury. This device system delivered morphine with a concentration of 60 mg. Additional information was requested. Further, the surgeon wanted to replace the whole system regardless of where the issue was. The patient¿s current status was not known. The morphine concentration was now reported as 50 mg/ml.

Manufacturer narrative:
Product ID 8709, lot# j11158r05, implanted: 2002 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed pump connector broken suture ring. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.